Event description:
Inbound. Patient reporting cadd legacy pump with serial number (B)(4) alarming no disposable clamp tubing alarm last night. Reports she was unable to resolve alarm 50 she switched to backup pump and new cassette. Prefilled cassette sent on 04/06/2022, lot 939655, #2. Patient requested a replacement pump, informed pump will be sent out. No further details provided.